Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a rupture was found at the distal end of this catheter at 4 days after implantation in this patient. Blood leaks occurred. Then, the catheter was replaced.